Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported receiving erratic readings on her adc blood glucose meter. Readings were reported as follows from (B)(6) 2016: 35 mg/dl at 4:21 am; 108 mg/dl at 4:36 am; 51 mg/dl at 4:42 am. The customer reported that on (B)(6) around 8:30-9:30 am, she felt ¿goofy and funny¿. Customer self-treated with a glass of water with honey to raise her blood glucose. Paramedics were called and administered a glucagon injection. The customer did not know what readings were obtained by the paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erratic readings on her adc blood glucose meter. Readings were reported as follows from (B)(6) 2016: 35 mg/dl at 4:21 am; 108 mg/dl at 4:36 am; 51 mg/dl at 4:42 am. The customer reported that on (B)(6) around 8:30-9:30 am, she felt ¿goofy and funny¿. Customer self-treated with a glass of water with honey to raise her blood glucose. Paramedics were called and administered a glucagon injection. The customer did not know what readings were obtained by the paramedics. There was no report of death or permanent injury associated with this event.